Event description:
It was reported that the ilet user¿s glucose readings stopped displaying, dosing paused, and the user requested assistance to connect a new dexcom g7 sensor to the ilet; the agent walked the user through pairing the new sensor and later confirmed the system was displaying a glucose value of 398 mg/dl, and the device component was not applicable to a specific part. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, consistent with not starting a new sensor in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.